Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. The photo shows four syringes. The syringes have running silicone, and droplets therefore failure mode is verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that visible lubricant droplets were found in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that visible lubricant droplets were found in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.